Event description:
Pt self tester reports discrepant results with meter compared to lab from august: date: unk; inratio: 3.9; lab: 2.8. Date: unk; inratio: 2.7; lab: 1.9. Pt takes dronedarone/multaq and is being tested for lupus. Takes pacqueril/hydroxychloroquine for autoimmune issue. Had skin cancer removed once.

Manufacturer narrative:
Investigation pending.